Manufacturer narrative:
This is a final report.

Event description:
This report is being filed retrospectively per the FDA's request. Per the surgeon's report, the pt was implanted with the flange fixture in 2006, and then had the abutment attached five months later. The pt complained of redness and pain following the placement of the abutment. Three months later, the pt presented at the surgeon's office with the fixture and abutment in hand. Per the surgeon, there was no indication of a problem with the osseointegration before the fixture fell out. The pt reportedly received a new fixture twenty days later. The abutment was attached in 2007. The surgeon reported that the patient is doing well with the new device and there have been no further complications. The flange fixture was not returned to the manufacturer for analysis.